Event description:
It was reported that during preparation of the 2.50x15mm nc trek balloon dilatation catheter (bdc), the tip of the device separated. A new nc trek was used successfully for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation since the device was not returned for analysis and limited information weas provided. Possible factors that may cause a separation include, but not limited to, manufacturing or inadvertent mishandling during unpacking/protective sheath/stylet removal. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 2.50x15mm nc trek balloon dilatation catheter (bdc), the device was opened for use when it was noted that the device was not assembled correctly. When the bdc was removed from the packaging, a tip of the device was separated and fell out. A new nc trek was used successfully for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.